Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/16/2015 with the following findings: the pump booted to the verify screen with audible and vibratory features. The pump was exercised for 24 hours with the user's settings. The settings remained the same at the end of the duration test. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the insulin:carb ratio settings on their pump had reset. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.